Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total thyroidectomy, there was a tissue damaged. When attempting to use clip, the arms did not align properly and the clip was caught in an artery. The clips were malformed. In order to remove clip applier, the surgeon clip nicked and cut the artery in half in the neck. He was able to find the cut, retracted it and sutured it back together. Clip applier was removed from the field and another one opened to complete the case. Surgery continued without further incident. There was no patient injury.